Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that there was no heat seal bead on the patient connector and tubing. Functional leak testing was performed and it was noted that there was a leak which was a result of the missing heat seal bead. Clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked as "it was never crimped and came apart during the night". This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.